Event description:
Pt was totally disabled. He was diagnosed with neuropathy 2 years ago and treated with medicine. He has no feeling in his hands and is using walker to keep from falling. He said, he deteriorated after using this device. He has pain while standing or sitting. He said, he has lost his short-term memory and he can't recall many things. He said my life is done, and people think that I am contagious and they don't want to come to see me. I still can drive, but I take my daughter with me in case I fall. I have fallen many times before. He said that, he has read an article about his problem, that 25% of people die from that each year. He said he is going to get an attorney to look at the report.